Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade ii/iii.

Event description:
Patient reported "firm and looks abnormal due to capsular contracture". Later healthcare professional reported "capsular contracture baker grade ii/iii" and "moderately thick capsule". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b7.

Event description:
Patient reported "firm and looks abnormal due to capsular contracture". Later, healthcare professional reported "capsular contracture baker grade ii/iii" and "moderately thick capsule". Later, healthcare professional reported "capsular contracture baker grade iii/IV". This record is for the right side. Device was explanted.